Manufacturer narrative:
Product analysis device returned with no delivery or recovery catheter device returned with biologics on filter basket. No damage to filter basket itself kinks observed to capture wire distal floppy tip bent in appearance image analysis one still image was returned. Biologics were observed on the surface of the filter basket. Damage was found to the distal floppy tip damage/bend was found to the capture wire. Reported event can be confirmed from the film image medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lower limb artery plaque rotational resection using the ep spd2-050-320 spider fx, a kink was observed between the spider body and the guide wire. The spider was displaced, and there was an inability to withdraw it due to the recovery sheath not being able to be pushed forward. The spider could not be reinserted into the body to continue the operation. The procedure involved the popliteal artery, specifically at the distal location, with a calcified target lesion and severe calcification. The lesion had a chronic total occlusion of 100% stenosis. The vessel was both pre-dilated and post-dilated, and instructions for use were followed during the procedure. The kink was observed during the second advancement, and resistance was felt during withdrawal. The catheter was gripped at the distal tip, and the markers at the distal tip were deformed. The spider was eventually withdrawn from the body. The spider's own retrieval catheter could not be pushed forward in the body so a single curved catheter was used to retrieve the spider. The operation was completed by replacing it with a spider of the same brand but a different model. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.